Event description:
The dentist reported this screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned product has confirmed the screw had fractured along the threads, a grayish / white residue remains inside of the hex of the screw, and the hex of the screw has been damaged. A complete dimensional analysis cannot be performed due to the damage of the returned product. No lot or order number was provided. A definitive cause for this event has not been determined. The product¿s complaint history review did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.